Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/27/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling at the up arrow. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the keypad buttons, delayed, intermittent response and requiring multiple hard presses to elicit a response was not confirmed or duplicated; all of the keypad buttons responded appropriately and were functional. There was evidence of contamination found under all key contacts.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the keypad buttons were delayed and intermittently unresponsive and required multiple hard presses to elicit a response. The patient denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump on a belt and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.